Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
With no information on the product, the case was conservatively reported to FDA since there was the possibility that the implant involved was marketed in the USA. On 03 september 2015 we received the information that the gmk liner involved in the case was a mobile liner, thus not marketed in the USA.

Manufacturer narrative:
Not yet explanted.

Event description:
Revision surgery of a gmk knee implant will take place on (B)(6) 2015, when we will have more information. On (B)(6) 2015 we were informed that the surgeon's intention is to change the implant insert and do a patella resurfacing. No other information are available.